Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump gave a bolus of 0.125 units even when they were low. The customer stated they had experienced that situation before. No harm requiring medical intervention was reported. Troubleshooting was not completed but the customer stated their insulin needs and lifestyle had changed recently. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. The type of product event and harm code has been updated. (B)(4).

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose value was 3 mmol/l at the time of the incident. The customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.